Event description:
It was reported that during a post implant follow up the lead had no capture. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix mechanism, tissue on helix, the lead appeared damaged at implant and the lead was stretched. The analyst commented that the lead was returned with the helix fully retracted, blood and tissue on it.